Event description:
April 14, 1995, a dall miles plate was implanted as revision of a broken, "non-howmedica plate" in the proximal femur. On january 1, 1996, an x-ray revealed that the plate was broken. The plate was revised. No adverse consequence to the pt was noted.

Manufacturer narrative:
Summary of evaluation: evaluation of this event cannot be performed because the device has not been returned to co.